Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's display was damaged. The device's display needs to be replaced to address the issue. In addition of the above evaluation, machine flow sensor and muffler assembly needs to be replaced due to contamination, which was not related to the malfunction/issue.